Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus premier¿ stent was selected and advanced into the patient. At an unspecified time, the stent dislodged from the balloon. The physician attempted to remove it for a some time, but was unsuccessful. The patient was sent to surgery. The stent was removed and the patient came out of surgery successfully. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.; the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimped stent was detached from balloon and not returned with device for analysis, crimp markings were evident on the balloon wall. A visual and tactile examination found no issues with the hypotube profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus premier stent was selected and advanced into the patient. At an unspecified time, the stent dislodged from the balloon. The physician attempted to remove it for a some time, but was unsuccessful. The patient was sent to surgery. The stent was removed and the patient came out of surgery successfully. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).